Event description:
It was reported that this pacemaker exhibited high pacing thresholds, noisy signals and had its lead safety switch activated for its right atrial (ra) lead due to high out of range impedance measurements. Technical services (ts) was consulted and discussed stored data, with testing performed for lead measurements. The device was programmed into unipolar pacing and sensing, with the resulting measurements been acceptable. This device remains in service. No adverse patient effects were reported.